Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller doesn't think that their stimulation was in the same location as before this replacement. They think it was now more on their left butt than vaginal as it was. They felt like they were not voiding the same and straining more. They had tried the different programs and will discuss next steps with their field representative. The caller noted in the replacement surgery of the system, a wire broke and a fragment was floating inside the patient's body. They had a couple surgeries to retrieve which have been unsuccessful. They noted that they were in the hospital for about 42 days first related to the surgery and then they had covid. They had a uti since their surgery and was concerned about others.